Event description:
It was reported that while performing a routine shoulder arthroscopy, the serfas energy probe was noted to be missing the tip from the distal end of the probe. An x-ray was taken and the tip was retrieved. It was reported that there were no negative consequences to the patient.

Manufacturer narrative:
Device has yet to be returned for evaluation. Investigation is on-going. Once complete, a follow-up report will be submitted.